Manufacturer narrative:
Batch review performed on 19-nov-2019. Lot 113025: 53 items manufactured and released on 28-sept-2011. Expiration date: 31.08.2016. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any other similar reported event.

Event description:
Revision surgery due to stem loosening 7 years and 8 months after primary surgery.